Manufacturer narrative:
The reported device has been returned to conmed; however, the complaint investigation has not been completed. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A customer reported that the 60-6085-201a, medium,uterine manipulator device was used in a hysterectomy procedure on (B)(6) 2025, and ¿handle cracked off. No patient injuries.¿. The procedure was completed with the use of an alternate same device and no delay. The patient¿s status was reported as ¿okay¿. Further assessment found "no device fell onto the surgical field". There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
A customer reported that the 60-6085-201a, medium,uterine manipulator device was used in a hysterectomy procedure on (B)(6) 2025, and ¿handle cracked off. No patient injuries.¿. The procedure was completed with the use of an alternate same device and no delay. The patient¿s status was reported as ¿okay¿. Further assessment found "no device fell onto the surgical field". There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Examination of returned used device 60-6085-201a found that the device would rotate independently from the handle. Visual inspection of the inside of the handle found a crack in the device. Root cause cannot be determined, however, based upon photographic evidence; a possible cause of this event could be the use of excessive force during removal of the device from the patient. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 1 device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 116 reports, regarding (B)(4).devices, for this device family and failure mode. During this same time frame (B)(4). Devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, (B)(4). Per the instructions for use, the user is advised to re-attach the syringe to the luer connector at the end of the pilot balloon; fully aspirate the air from the intrauterine balloon to deflate. This will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the thumbscrew counter-clockwise (anti-clockwise) and retract to the handle. Swipe finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal. We will continue to monitor per regulatory requirements to help ensure patient safety.